Manufacturer narrative:
Results: the complaint of ¿ineffective stimulation¿ was not confirmed. As received, the octrode leads were in good condition with anomalies on the lead bodies consistent with explant damage. Both leads passed all functional testing. No physical or functional anomaly was observed that would contribute to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads implanted with the same lot number. It was reported the patient is not receiving effective stimulation coverage. Reprogramming was unable to resolve the issue. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's entire scs system was replaced with a new one. There were no known issues with the ipg. The patient is now receiving effective stimulation.